Event description:
It was reported the pt's mother removed the wafer approximately 1 day post-application. The wafer was removed approximately 14 hours later and a small amount of blood was noted. In addition, the pt's stoma appeared to protrude approximately 1 inch; slightly more than the protrusion previously observed. No visual trauma to the stoma was observed. The pt discontinued use of the wafer and opted for a new appliance. The stoma allegedly continued bleeding throughout the remainder of the day, resulting in an estimated 1.5 inches of blood in the pouch. The bleeding has since stopped and the pt is doing well. No further pt complications were reported.

Manufacturer narrative:
The device was not returned for evaluation. The batch record review found no non-conformances or evidence of discrepancies related to the complaint issue. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).